Manufacturer narrative:
Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed cracking at the hinge bracket, near the base of the chamber dome. The cracks did not have stress marks. There were no signs of flow marks or smeared printing on the dome. Measurement of the base thickness revealed that it was within specification. A lot check revealed no other complaints for lot number 150409. Conclusion: we were unable to determine what had caused the cracking. The most common causes of cracking in mr290 chambers are environmental stress cracking caused by the use of harsh cleaning chemicals, or stresses induced by use of high frequency ventilators. In this case, there was no evidence of chemical attack and the customer had informed us that the subject chamber had not come into contact with any cleaning solutions. We were also informed that CPAP therapy was used. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The fact that the chamber was used for one to two hours before the cracking occurred suggests that the chamber was initially functioning correctly. The user instructions which accompany the mr290 chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Maximum operating pressure: 8 kpa.

Event description:
A hospital in (B)(6). Reported that an mr290v humidification chamber had cracked after one to two hours of use. No patient consequence was reported.